Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii fell apart when deployed.

Manufacturer narrative:
Since the device is not available to be returned to use, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. (B)(4).